Manufacturer narrative:
Correction g1 additional information: g4, h3, h6, h7, h9, h10 ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from the date of manufacture 03/01/2006 to the present date 01/06/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.4130. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.4130. There was no patient involvement.

Manufacturer narrative:
G4 updated to reflect investigation, results still pending the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/01/2006 to the present date 01/06/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.4130. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.4130. There was no patient involvement.